Manufacturer narrative:
The investigation determined that false negative anti-hbc results were obtained on two different samples collected from the same patient when processed on a vitros 3600 immunodiagnostic system, when compared to results from two different non-vitros systems. Results of analysis of additional (B)(6) marker assays provided by the customer indicate the patient may have been exposed to the (B)(6). The root cause of the event is unknown, however, the possibility that an unknown sample interferent had contributed to the results could not be ruled out.

Event description:
A customer observed false negative anti-hbc results on two different samples collected from the same patient on the vitros 3600 immunodiagnostic system, when compared to results from two different non-vitros systems. Biased results of the magnitude and direction were observed on patient samples, it could lead to inappropriate physician action. The false negative anti-hbc result was reported outside the laboratory, and it is unknown if a corrected report was issued. There was no reported allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)